Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with history of deep vein thrombosis and need of protection during an extensive surgery was scheduled for inferior vena cava filter placement. An inferior venacavagram was performed examining the inferior vena cava, right atrium and superior vena cava using ivus. Intravascular ultrasound revealed intraluminal abnormality within the cava with septation, consistent with chronic thrombus with recanalization. The lumen of the inferior vena cava below the renal vein was not satisfactory for deployment. The ivc filter was placed suprarenal infrahepatic via the right common femoral vein with good position and no significant tilt. The patient tolerated the procedure well without complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt, filter limb detachment, retrieval difficulties, and unintended movement as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the medical records, the filter was deployed in the suprarenal position. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." Therefore, the positioning of the deployed filter could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2013, manufacture date: 09/2010, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with lower extremity deep vein thrombosis and colorectal cancer with lung and liver metastases. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism and the decision was made to remove the filter. Allegedly, the filter had tilted with the tip invaginating into the right side of the suprahepatic inferior vena cava and two filter limbs detached. The filter was removed percutaneously using multiple devices, however; one detached limb remained embedded in the vena cava wall, and the other detached limb was in an unknown location. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with lower extremity deep vein thrombosis and colorectal cancer with lung and liver metastases. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism and the decision was made to remove the filter. Allegedly, the filter had tilted with the tip invaginating into the right side of the suprahepatic inferior vena cava and two filter limbs detached. The filter was removed percutaneously using multiple devices, however; one detached limb remained embedded in the vena cava wall, and the other detached limb was in an unknown location. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year one month post filter deployment, filter retrieval was attempted. Venocavography was performed revealed the filter to be widely patent without evidence of retained thrombus. It was nonetheless tilted with the tip invigilated into the right side of the suprahepatic inferior vena cava. Note was made that one of the arm on the right side of the inferior vena cava had been avulsed and was pointed cephalad proximal to the level of filter¿s hook. This was quite concerned for structural failure of the filter. The retrieval of filter was first attempted using a snare technique, which was unsuccessful. The tip of the filter was unable to get around. Attempt was made to offset the tip by inflate the balloon to the right side of the filter, but the filter would always came down to contact with the right wall of the cava. Then attempt was made to grasp the tip with biopsy forceps, but the forceps would not engage the tip and the patient experienced pain. The patient experienced transient discomfort followed which the filter was retrieved. Upon inspection of the filter on the table, it was revealed that one arm pair to be missed. The retained leg was in fact on the left side of the inferior vena cava. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties and material deformation. However, the investigation is inconclusive for pulmonary embolism post deployment, filter limb detachment and unintended movement. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013), (manufacturing date: 09/2010),